Event description:
The device was implanted as an access port. Reportedly, seven months after it was implanted a crack was noticed in the catheter. The surgeon implanted a new port system. The hosp has reported that no pt injury occurred.